Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a patient escalated from cp to the 5.5 pump, which supported the patient for 24 days. The pump may have caused severe ar. The cause of the ar (aortic regurgitation) was not known to the team. The plan was to transfer the patient out to a tertiary center for an avr (aortic valve replacement) to be performed. The causal relationship is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. The impella device was not returned for evaluation. Data logs were reviewed which did not reveal any evidence of improper placement of pump across valve, suction alarms, or incorrect placement alarms. The root cause of the heart valve damage cannot be determined as no evidence suggests that the pump caused any damage.